Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was requested that the device be sent to the repair center. Follow-up confirmed the device failed operational check. There was no patient involvement.